Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates the swg kinked during use.

Event description:
The customer reports the swg (spring wire guide) had resistance during testing prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned a lidstock and spring-wire guide (swg) for investigation. There were no signs of patient use on the swg. Visual examination of the returned sample revealed that the guide wire contained one slight bend. The slight bend is at the location of the thumb guide, which would be consistent with kinking as a result of extra force exerted on the swg at the location of the thumb guide. No other defects or anomalies were observed. Both welds were intact, full, and spherical. The slight bend is located approximately 40 mm from the distal weld. The length and outer diameter of the swg were measured and were found to be within specification. The spring-wire guide passed in and out of the advancer assembly with no issues. The guide wire was able to pass through a lab inventory arrow-raulerson syringe (ars) and introducer needle with minimal resistance. Therefore, any resistance encountered by the customer cannot be confirmed or recreated based on evaluation of the returned sample. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record review was performed and no relevant findings were identified. The instructions for use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The report of guidewire issues prior to use on a patient was confirmed during evaluation of the returned sample. Visual examination of the returned sample revealed that the guide wire contained one slight bend. The slight bend is at the location of the thumb guide, which would be consistent with kinking as a result of extra force exerted on the swg at the location of the thumb guide. During functional testing, the spring-wire passed in and out of the advancer assembly with no issues. The guide wire was also able to pass through a lab inventory arrow-raulerson syringe (ars) and introducer needle with minimal resistance. Therefore, any resistance encountered by the customer during use cannot be confirmed based on evaluation of the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the returned swg, the probable cause of the slight bend is operational context. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) had resistance during testing prior to patient use.